Event description:
Boston scientific received information that one day post implant of this pacing system, elevated right ventricular (rv) threshold measurements of 2.4v and potential loss of capture in the rv and left ventricle (lv) were observed. This patient is pacemaker dependent and had undergone an av ablation. The pacemaker is programmed to 80ppm. The caller reported that a two second pause was observed last night via telemetry. However, the pacing spikes were visable at the programmed rate of 80ppm. The caller was questioning how capture could be lost in the rv and lv at the same time.

Manufacturer narrative:
A boston scientific technical services consultant discussed that in this device, the rv and lv leads would pace at same time and would not expect both leads to have lost capture. The consultant also discussed how pacing spikes might have been picked up by surface but since morphology was suspect it may have been a connection issue with the surface ECG. A chest x-ray was performed and was unremarkable for any lead issues. Troubleshooting was performed including breathing, coughing and valsalva and capture issues were noted. Pacing thresholds ranged from 1.4v to 2.6v @.4ms. The device was programmed to 5.0v and the patient was discharged. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.